Event description:
It was reported that 45 minutes after stapling during a vats lobectomy there was a bleeding on the pulmonary vena. Staples detached, no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Surgeon mentioned that he did not see any malformed staplers, the staple seemed fine after stapling, only after 40 min the bleeding started and that the pulmonary vein was ruptured. How was the bleeding controlled? Was the procedure converted ? Bleeding was controlled using a grasper, the surgeon then closed the pulmonary vein using sutures. Procedure was not converted. Could you please clarify if there were any patient consequences? No, surgeon was able to stop the bleeding per-op. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, surgeon confirmed that the patient had normal post-op care. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.